Manufacturer narrative:
Additional info: b5 added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery was not working. There was no patient involvement. The battery was returned to the philips failure analysis lab, and the sbs parameters were reviewed which showed abnormal flags for both charge and discharge fet controls. They were found to be in reset mode with battery relative and absolute soc of 65% and 58% respectively. Battery failed to trickle-charge in cadex charger and yielded error: ¿fail 160 bad fuse or driver¿. The battery had a gas gauge corrupt. The battery pack will be scrapped

Event description:
It was reported to philips that the device's battery was not working. There was no patient involvement.